Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a steel infusion set and received a persistent high glucose alert, prompting a site change; glucose decreased from 438 mg/dl to 287 mg/dl, and the alert behavior was explained as expected when glucose remains above 300 mg/dl for more than 90 minutes. Symptoms included hyperglycemia. Outcomes included no hospitalization and continued at-home monitoring. Investigation included customer service troubleshooting and education regarding alarm functionality and monitoring of glucose trends. Investigation of this case revealed no device malfunction identified, no lot information available, and an unclear cause as supplies were not examined and no specific component issue was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.